Event description:
Ous MDR - after an estimated implantation period of approx. 97 months, several episodes of high shock impedance were reported. No implant date was provided. The lead was explanted.

Manufacturer narrative:
The ICD and the lead under complaint were returned for analysis. The memory content as well as the therapeutic functionality of the ICD were thoroughly analyzed. The analysis of the memory content revealed a fluctuating shock impedance since (B)(6) 2018 with intermittent values of >150ohm. However, an extensive analysis of the ICD, especially of the impedance measurement functions, proved the ICD to be fully functional. The analysis of the lead showed signs of wear along the lead fragments, particularly on the distal part of the lead. These findings most likely resulted from mechanical stress in the implanted state. Furthermore extraction damages were noted. The analysis did not show any deviations, that may have resulted in the reported increased shock impedance. The dc resistances of the available conductor fragments were measured without any peculiarities. The manufacturing process for the ICD and the lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not show any indication of a material or manufacturing problem.

Event description:
Ous MDR - after an estimated implantation period of approx. 97 months, several episodes of high shock impedance were reported. No implant date was provided. The lead was explanted.